Event description:
Philips received a complaint on the v60 ventilator indicating that the display was not working. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The biomedical engineer (bme) found that when the device was turned on, the display was white, and the device was alarming. The bme ordered and replaced the 2nd generation liquid crystal display (lcd) to resolve the device issue. The bme tested the device following the part replacement and returned the device to service.